Manufacturer narrative:
Device passed self test, displacement test, and the keypad voltage test. All buttons function properly. No damage noted to keypad assembly and connector on electrical board was locked properly during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and faded end cap address label. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that buttons were not responding. Customer states that numbers are not ramping on their own. Customer states the scroll bar is moving with no input. Buttons was not properly responding accordingly and it creates a delayed after doing a command. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.